Event description:
It was reported that during use of this suture hook in a right shoulder stabilization, the tip broke off in the patient's joint and had to be retrieved. The tip was retrieved arthroscopically and there was no injury to the patient.

Manufacturer narrative:
Investigation results: to date, the product has not been received for investigation. A follow-up report will be completed once the investigation has been completed.